Manufacturer narrative:
A company service representative evaluated the cs300 and reported that the error logs indicated an autofill failure and the leak check demonstrated a k3/k5 failure. The service rep then replaced the purge valve assembly to resolve the issue. The cs300 then passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
Customer stated that the cs300 had an autofill failure while in use on a patient. No adverse event reported. No patient injury or death reported.